Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic internal ligation procedure to treat internal hemorrhoids performed on (B)(6) 2024. During the procedure, bands were not deployed, and the traction wire was deformed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient were provided by the customer and showed the bands were moved and overlapped. Additional information received on november 24, 2024: the bands were deployed onto the varix but unable to remain attached and fell off from the varix immediately.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h2 (additional information): block b5, block h6 (device codes), and block h11 have been updated based on the additional information received on november 24, 2024. Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix. Block h11: the returned speedband superview super 7 was analyzed, and it was found that the ligator housing was returned with seven bands attached to it and one of the bands overlapped, which matches with the findings per media analysis on the provided photo. Additionally, the handle had marks of the trip wire indicating that it was secured. The trip wire was observed kinked, and the suture was broken. No other problems with the device were noted. The reported event of bands falling off varix was not confirmed. Upon analysis, the returned ligator housing had seven bands attached to it, and one of the bands overlapped. The returned device had broken suture, which is not considered a failure mode because this condition most likely occurred when the physician removed the device from the scope. The trip wire was also found kinked, which could have ccurred due to procedural factors such as excess of force or the manner as the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the defect found. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. The reported event bands falling off varix cannot be confirmed because it happened during the procedure and there is not an objective evidence or descriptive conditions to confirm the reported event; therefore, the most probable root cause of this complaint is cause not established.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic internal ligation procedure to treat internal hemorrhoids performed on (B)(6) 2024. During the procedure, bands were not deployed, and the traction wire was deformed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient were provided by the customer and showed the bands were moved and overlapped.